Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by functional testing. The cause is the inoperable latch lock. Replaced the latch lock and downstream occlusion (dso) sensor to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the latch was not functioning. The event happened during testing. There was no patient involvement, and no harm/adverse event reported. During the evaluation of the pump, it was found that the downstream occlusion sensor seal was damaged.